Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿according to the reporter, the enteral feeding pump was programmed to deliver for 17 hours and the pump alarms after 15 hours that feed is complete but the bag still has feed in it. The reporter provided additional information and stated that the pump was set to deliver 1500ml at 90ml/hr but delivered 1356ml with no alarm and the patient received air.¿. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2014 and was released meeting all manufacturing specifications. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Mansfield product monitoring has attempted to gather clarification of the reported description of the event. To date, no clarification has been received. If additional pertinent information becomes available, the report will be updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the enteral feeding pump was programmed to deliver for 17 hours and the pump alarms after 15 hours that feed is complete but the bag still has feed in it. The reporter provided additional information on (B)(4) 2017 and stated that the pump was set to deliver 1500ml at 90ml/hr but delivered 1356ml with no alarm and the patient received air.